Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. This ICD and the rv lead remain in service. No adverse patient effects were reported. Additional information was received that a revision procedure was performed and this ICD and rv lead were explanted. No additional adverse patient effects were reported.